Manufacturer narrative:
(B)(4). Describe event or problem - correction "it was reported that no vibration occurred."

Event description:
It was reported that intermittent vibration occurred.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent vibration occurred. A manual test using the "try it" function was performed and passed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "it was reported that intermittent vibration occurred"

Event description:
It was reported that no vibration occurred.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver passed the charge and boot test. Global receiver vibration test was performed and it passed. Receiver functional test was performed and it passed. The log was downloaded, and reviewed and there was no error found. The allegation was not confirmed. The root cause could not be determined.